Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed surgical damage. Pain: unable to observe as it is a medical event not related to the device. Wound dehiscence: unable to observe as it is a medical event not related to the device. Delayed healing: unable to observe as it is a medical event not related to the device. Erythema: unable to observe as it is a medical event not related to the device. Additional observations: crease is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side pain, tenderness, redness, rupture, wound was not healing and was open. Additionally, the patient came for a "washout" and the device was found to be ruptured. The device has been explanted.

Event description:
Healthcare professional reported left side pain, tenderness, redness, rupture, wound was not healing and was open. Additionally, the patient came for a "washout" and the device was found to be ruptured. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of wound dehiscence and delayed healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: wound was not healing and was open and later the patient came for a "washout" and the device was found to be ruptured.